Event description:
Additional information received reported that the patient experienced underdose symptoms. It was initially stated that a rotor study was performed and instead of the 60 degrees expected for a rotor turn, the rotor actually turned only 40 degrees per the analysis of the radiologist. However, analysis of the x-rays by the manufacturer found that the rotation angle was around 60 degrees as expected. An update about the event was received on 2019-aug-13. It was reported that the pump and catheter were replaced on 2019-aug-13. Before explant the residual volume should have been 3,5 ml but it was actually about 17 ml. During the explant, the implanter noticed that the old catheter was not in the intrathecal space anymore, but in the subcutaneous pocket where the fixation was made. A photo of the catheter in the body during explant was provided with the report. It was also noted that it was not possible to aspirate or "applicate fluid" via the side port on the old system before explanting (checked during surgery). The explanted pump and catheter would be returned for analysis. The new system was running fine at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc lot# unknown implanted: (B)(6) 2019 explanted: (B)(6) 2019 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (2 mg/ml at 1 mg/day) via an implantable pump for an unknown indication for use. It was reported the residual volume was much higher than expected during the last few refills. The event date was unknown. The patient had strong spasticity in the lower limbs. No alarm was reported in the pump log files. A test of motor rotation was performed. After a bolus of 0.01 ml in 1 minute, the motor had moved approximately 20 angular degrees. It was stated the motor rotation was low. The pump was still in use and the patient additionally received oral medication. Surgical intervention was planned but not scheduled. There were no reported environmental, external, or patient factorsthat may have led or contributed to the issue. The issue was not resolved. The patient status was alive - with injury; this was clarified as the patient having strong spasticity in the lower limbs. Further complications were not reported. Additional information was received. It was indicated that no catheter troubleshooting was performed. The expected reservoir volume (erv) and actual reservoir volume (arv) for recent refills where a discrepancy was observed was not available. The planned surgical intervention was not clear as of the report date; it was stated the pump and catheter would maybe be replaced, but the decision would be made later (august). A date for this intervention had not been set, but was probably august.

Manufacturer narrative:
Analysis of the catheter identified a user-related hole in the catheter body. If information is provided in the future, a supplemental report will be issued.